Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the healthcare provider (hcp) usually had issues with motor stalls. It was noted that the hcp did not use manufacturer drug refill kits and would use off label drug. It was unknown if there were symptoms. The event date was unknown.